Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 436 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor gold. Unable to perform occlusion and excessive no delivery test due to prime anomaly. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump was received with minor scratched display window, cracked window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.